Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10239. It was reported that the patient expired. During a left heart catheterization procedure of the left main the physician was exchanging the introducer sheaths to introduce the 1.5mm rotalink¿ burr and rotawire to the patient. During the exchanging of the sheaths anti-coagulant drugs were not administered and the procedure was continued with the rotalink¿ burr and rotawire . The 1.5mm burr performed successfully at 1600 rpm for 2 passes. It was then reported that the patient expired.